Event description:
Event description guidant received information that the implantable caradioverter defibrillator (ICD) could not convert the patients ventricular tachycardia. The patient spontaneously converted and did not require external cardioversion. An interrogation of the ICD noted a shorted shocking lead message.